Manufacturer narrative:
Prior to these complaints, the customer had reported events of inflammation. An alcon clinical representative visited the site and identified numerous issues related to the cleaning and sterilization of the handpieces. The clinical representative made recommendations regarding pre-operative preparation of the patient. The facility has been sent the directions for use for the phacoemulsification and I/a handpieces. The article "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn was also provided to the facility. Since this visit, it was reported that the facility is now having regular meetings to review the instrument cleaning process and to ensure it is being followed. The customer has made changes to their handpiece cleaning practices, and the clinical coordinator has reviewed the cleaning procedure with the staff. All associates were following the recommended guidelines. Alcon continues to work with this facility to assist in the resolution of these issues. The customer wishes to have another site visit and was provided with the information to contact dr. For the possible site visit. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr. Nick mamalis, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed. This report mailed in to FDA on: 04/25/2008.

Event description:
The customer reported, 5 cases of possible tass. The customer suspects the phacoemulsification handpieces. The surgeon preferred to have the investigation conducted by the facility. The customer declined to complete the questionnaires. The customer is returning the handpiece for evaluation. This report is for one patient; for additional patients see mfg. Report #s: 2028159-2008-00148, 2028159-2008-00149, 2028159-2008-00150, 2028159-2008-00151.